Manufacturer narrative:
In the instruction guide for universal sling bars ((B)(4)), the care and maintenance section states: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the red quick release plastic on the sling bar was broken. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).